Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt212 adult breathing circuit was causing the fph mr850 respiratory humidifier to alarm after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory limb heater wires were resistance tested using a calibrated multimeter. Furthermore, continuity testing and visual inspections were also conducted. Results: the resistance test revealed that the inspiratory limb heater wire was open circuit and out of specification. Continuity testing showed that the open circuit was located at the connection between the heater wire and the right heater wire pin inside the overmoulded plug. During the continuity test the overmoulded plug was noticed to be damaged. A lot check could not be performed as the lot information was not provided. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heaterwire during production, such that it is unable to provide continuity for the full period of use. All rt212 adult breathing circuits are resistance and continuity tested during production, which is followed by a visual inspection of the heater wire assembly. Any circuits that fail are rejected. This suggests the heaterwire on the returned rt212 adult breathing circuit became open circuit after it was released for distribution, possibly as a result of an intermittent crimp connection. Furthermore, the hospital reported that the returned circuit caused the mr850 humidifier to alarm after four days of use. The mr850 has responded as expected and alarmed to alert the caregiver of the heater wire open circuit. (B)(4).